Event description:
A malfunction alarm was reported by the customer, specifically malfunction 12, which had occurred 8-10 times previously on the pump. There was no reported adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, instructed the customer on how to put the pump into storage mode, and arranged for the return of the problematic pump with a pre-paid label within ten days. The customer understood and acknowledged these instructions.